Event description:
Meter stopped working. Pt had replaced the batteries and still taking their set amount of oral medications when meter was not working. Pt had a scheduled md's appointment and reading was 209mg/dl. Pt claims they had felt lightheaded prior to going to visit the md. Md advised pt to take their set amount of oral medication when they arrived home. Customer service was unable to resolve the issue and sent pt a new meter.